Event description:
It was reported to boston scientific in 2008, that an endostat iii electrosurgical unit device was used for a hemostasis procedure (patient age, gender, and weight unknown) two days prior. According to the complainant, the setting resets to zero. The physician completed the procedure with another endostat iii electrosurgical unit. No complications were reported as a result of this issue.

Manufacturer narrative:
The device has not been returned, therefore a device analysis cannot be performed, thus the cause of the reported event is unknown.